Event description:
It was reported by service report that the fowler ball screw and bracket and damaged. The fowler is unable to be completely lowered. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - fowler ball screw bushing, fowler bracket. Conclusion: the litter assembly is being returned to stryker for repair.